Event description:
During an index coronary procedure a dissection occurred during the index procedure. Within twenty-four hours of the index procedure the patient suffered a myocardial infarction that was confirmed by elevated serum markers; additional details for this event and treatment is unknown. Approximately five months post index procedure the mid-lad was treated for restenosis using a cutting balloon.